Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging death. A report will be filed with all applicable regulatory agencies. The manufacturer's investigation is ongoing. Upon completion of the investigation, a follow-up report will be filed.